Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon broke. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon broke and the wire came out from the balloon. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon broke. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon broke and the wire came out from the balloon. The procedure was completed with another of same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Product analysis identified that the shaft polymer extrusion was completely detached from the distal tip bond. The balloon and blades of the device were visually and microscopically examined and no issues were noted that may have potentially contributed to the complaint incident. A microscopic examination identified that the shaft was completely detached at the shaft to distal tip bond. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.